Event description:
It was reported that the patient thought they were ¿having trouble with water¿ but the physician said the implantable neurostimulator (ins) leads may be the issue. The ins was not keeping a charge. This began a year prior to the report. The patient was charging more than expected. The patient experienced a loss of therapeutic effect and had an increase in baseline pain. The patient had a ¿sharp stabbing¿ in the left side lead area that began the night prior to the report. It was noted that the patient¿s ins was off. There was no known accident or incident related to the event. It was determined that with the stimulator off, there was a 50% or greater symptom reduction. The sharp stabbing pain at the lead site had been reduced. The cause of the event was attributed to ¿maybe a rapid weight loss¿ which made the implanted system more noticeable to the patient. This weight loss made the system uncomfortable. The patient was having issues with charging due to the ins shifting around after the rapid weight loss. The sharp stabbing pain at the site was not deemed related to the stimulation by the physician. Reprogramming and an impedance check was performed at the appointment on (B)(6) 2014. The stimulation was covering the patient¿s area of pain, but it didn¿t seem to be doing much to provide the patient with pain relief. The patient was not using the stimulator and seemed to be doing better without needing to use it after having other surgeries. It was decided that a removal of the system would be the best option for the patient. The patient was scheduled to have the system removed on (B)(6) 2015. The patient was doing well and was waiting to have the device removed.

Manufacturer narrative:
Concomitant products: product ID: 3776-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 3776-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 37746, serial# (B)(4), product type: programmer, patient. Product ID: 3776-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 3776-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. (B)(4).